Manufacturer narrative:
Device was manufactured on 12/12/2007 and was previously returned to zimmer biomet surgical for repair on 8/4/2014. Investigation revealed the unit was out of calibration specifications. The device operated within motor speed specifications and the master blade was flush with control bar. Prior to repair, the device was outside calibration specifications at the zero thickness setting by 0.0005" on the left side and at the 0.0200" thickness setting by 0.0003" on the right side. Side to side calibration failed only at the zero thickness setting. Repair of the device included replacement of the standard repair parts. The customer's reported event was not reproduced during testing; however, the lack of calibration of the device, most likely due to improper handling by the user, most likely led to the reported event. The device was repaired and returned to the customer. Recommended actions: recommended actions from ¿zimmer¿ air dermatome instruction manual¿ 06001810406 rev. 12-10 to avoid serious injury to the patient and operating staff while the zimmer air dermatome is in use, the user must be thoroughly familiar with its function, application and instructions for use. The handpiece and accessories must be inspected prior to each use. ¿ visually inspect for damage and/or wear. ¿ always inspect the handpiece carefully for possible scratches, nicks, or burrs caused by extended use or mishandling. ¿ check the action of moving parts to ensure smooth operation throughout the intended range of motion. ¿ the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. Note: if damage or wear is noted that may compromise the function of the instrument, do not use. Handle the zimmer air dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. It is not necessary to lubricate the skin; however, lubricating the donor site with sterile mineral oil may ease travel of the zimmer air dermatome. Hold the handpiece on the donor site at a 30° ¿ 45° angle. To activate the dermatome, lift the throttle lever and slide the safety lock back from the safe position toward the hose coupling. The word on should be visible. For optimum results, it is recommended that the dermatome operate at full speed. To ensure that full speed is achieved, completely depress the throttle control with the safety lock in the on position. Depress the throttle to start the cut. Guide the unit forward using a slight downward pressure to ensure that the cutting edge remains continuously firmly in contact with the donor site. Two methods of graft removal from the instrument may be used: ¿ method I allow the cut graft to accumulate in the pocket of the handpiece. Lift the handpiece away from the donor site to end the graft. Return the throttle to the safe (o¿) position and carefully remove the graft. ¿ method ii use tissue forceps to gently lift the graft as it emerges from the pocket area. Do not stretch or pull the graft as this causes irregular edges and non-uniform cuts. Lift the handpiece away from the donor site to end the graft. Return the throttle to the safe (o¿) position.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the device was not making good contact and was skipping. It was additionally reported that the issue occurred during surgery. As a result of the device malfunction the surgery was abandoned and rescheduled for another date.